Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the right coronary artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure the stent was found lifted. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable. It was further reported that this complaint is a duplicate of emdr 2134265-2021-01670

Event description:
It was reported that stent damage occurred. The diffused target lesion was located in the right coronary artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure the stent was found lifted. The procedure was completed with another of same device. There were no patient complications reported and that the patient status was stable.